Manufacturer narrative:
Additional information provided the d4 model number, lot number, catalog number, expiration date, unique identifier, d6a implant date, and c2/d10 concomitant therapy.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented with urinary incontinence and difficulty with pressing the pump. The patient underwent surgical intervention to replace the aus. Once under anesthesia, the physician attempted to manipulate the pump without success. Blood was identified in the pump that indicated there was a fluid leak in the system. The source of the fluid leak was unidentified. A new aus was implanted. There were no additional patient complications reported.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented with urinary incontinence and difficulty with pressing the pump. The patient underwent surgical intervention to replace the aus. Once under anesthesia, the physician attempted to manipulate the pump without success. Blood was identified in the pump that indicated there was a fluid leak in the system. The source of the fluid leak was unidentified. A new aus was implanted. There were no additional patient complications reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.